Manufacturer narrative:
Qc testing was performed by the customer daily on both meters and both levels of qc passed. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection.

Event description:
There was an allegation of questionable glucose results for 1 patient tested on two accu-chek inform ii meters with serial numbers (B)(4) (meter a) and (B)(4) (meter b). The patient was in the hospital due to diabetes and was diagnosed with diabetic nephropathy with "diabetic foot." On (B)(6) 2021 at 10:39 the patient was tested on meter a with a result of 20.6 mmol/l. The patient was administered insulin (4u/h) by subcutaneous pump as prescribed by the doctor. (B)(6). The patient asked for a meal so the nurse stopped the subcutaneous insulin pump at 14:00 and switched to an intravenous insulin pump at 6u/h. One hour later, a different nurse found the patient "afraid of the cold and sweating" so the nurse tested the patient on meter b at 15:16 with a result of 3.6 mmol/l. The intravenous insulin pump was stopped immediately. At 15:21 the nurse tested the patient with meter a and the result was 10.2 mmol/l. As the patient had "obvious symptoms of hypoglycemia" the nurse gave the patient an intravenous "drop of 10% glucose 100 ml" following the result of 10.2 mmol/l. At 15:36 the patient was tested on meter b with a result of 10.3 mmol/l. The nurse tested the patient two more times: the result from meter a at 16:01 was 7.0 mmol/l the result from meter b at 16:01 was 7.7 mmol/l. Two vials of the same lot number (479645) were used for all the meter tests. The initial 5 results from meter a were performed with 1 vial and the remaining results beginning with the 3.6 mmol/l from meter b were performed with the 2nd vial of test strips. The patient was stable after being treated with glucose.

Manufacturer narrative:
The test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.